Event description:
It was reported that the pump had a double beep with cassette. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information received on 13-jul-2022 via email and attached to complaint object: all issues happened during testing and the event date is unknown.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device missing a tamper seal. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated during functional test. The investigation was unable to determine what caused the double beep with cassette error. For preventive measure the downstream sensor was replaced.the root cause of reported problem was unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Product is beyond 3 years from manufacture date of 2019-04 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 6400.

Manufacturer narrative:
Correction: device manufacture date: 17-apr-2019